Event description:
The limited translated symptom info made available indicates, "while performing daily test" "difficulties in recognizing the connected paddles." This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The limited translated symptom info made available indicates, "while performing daily test" "difficulties in recognizing the connected paddles." This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.